Manufacturer narrative:
(B)(4) additional information: it was reported per field service report: symptom - pump assembly not finding home. Blood back-up repair kit was ordered. Findings/action taken: replaced pump assembly. Put in three display modifications. Performed functional checks - pass all. Software level: 2.24. Device evaluation: no iap parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. The pump was checked by the field service engineer. The pump assembly was replaced and discarded on (B)(6) 2015 prior to the purge failure, drain failure alarms. The field service engineer did a call back on (B)(6) 2015 for the purge failure (after the pump assembly was replaced) not for drain failure alarm. The ECG cables were found to have caused the purge failure. The pump was checked and there were no further purge failures and drain task completed every time. The pump was run for 3 hours, no failures. A functional check was performed on the pump and passed all test. A device history record review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint of "several different alarms" is confirmed by the field service engineer. The ECG cables were found to be the problem after the pump assembly was replaced. The cause of the reported complaint could not be determined.

Event description:
It was reported that the rn in the cticu (cardiothoracic intensive care unit) called to troubleshoot their pump. According to the rn they had "several different alarms." They changed out the helium tank and then decided to replace the pump. The patient was currently stable and being supported on second pump (s/n (B)(4)). It was noted that the first pump had the 2.23 software. On further discussion, the alarms that occurred were purge and drain failure alarms. There was no blood noted in the gas line tubing. The current pump is pumping without alarms and achieving the goals of therapy. The clinical support specialist (css) discussed with the rn that they had several different alarm issues with the first pump. The rn stated that it "just stopped pumping." The css explained that this happened with gas alarms and that pump initiation would be required by the operator. The rn said that they have placed a do not use note on the pump and are sending it to biomed for previous "problems." The rn could not specify what "issues," just knows of discussion of such. The css told the rn that she would have our field service follow up with biomed. At 2015 the rn stated no further alarms or issues. Indication for iabp therapy: post op CABG (coronary artery bypass graft).

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the rn in the cticu (cardiothoracic intensive care unit) called to troubleshoot their pump. According to the rn they had "several different alarms." They changed out the helium tank and then decided to replace the pump. The patient was currently stable and being supported on second pump (s/n (B)(4)). It was noted that the first pump had the 2.23 software. On further discussion, the alarms that occurred were purge and drain failure alarms. There was no blood noted in the gas line tubing. The current pump is pumping without alarms and achieving the goals of therapy. The clinical support specialist (css) discussed with the rn that they had several different alarm issues with the first pump. The rn stated that it "just stopped pumping." The css explained that this happened with gas alarms and that pump initiation would be required by the operator. The rn said that they have placed a do not use note on the pump and are sending it to biomed for previous "problems." The rn could not specify what "issues," just knows of discussion of such. The css told the rn that she would have our field service follow up with biomed. At 2015 the rn stated no further alarms or issues. Indication for iabp therapy: post op CABG (coronary artery bypass graft).